Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system was changing modes on its own after surgery. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system changed modes on its own after the procedure was completed. There was no patient harm. The company service representative examined the system. There is no indication that the company service representative was able to replicate the reported event. However, the central processing unit (cpu) host was replaced. The system was then tested and met all product specifications. The system was manufactured on august 31, 2006. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. (B)(4).